Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low voltage lead was not able to be fixed in the target position intra-operatively due to an unknown reason. Another low-voltage lead was attempted, which was also unsuccessful in being positioned. A third lead was successfully placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the parameter measurements for both the first and second lead were not acceptable during the implant procedure, therefore a third lead was attempted and was implanted successfully.